Manufacturer narrative:
The device has been received and the evaluation is pending. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the 4k camera head, they were unable to connect the connector to the processor. The issue occurred during preparation for use, for a therapeutic procedure (celioscopy). There was no patient harm associated with the event. The device was returned and evaluated, and a faulty cable was found. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information (and a correction) provided by the completed device evaluation: the device has been received and evaluated, and the customer¿s allegation was not confirmed. A video cable break was identified and found to be the cause of the image problem that was reported. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The following field was corrected based on the device evaluation details: h6/medical device problem code: 1069 - break.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image when connecting to the processor was due to a faulty cable. Olympus will continue to monitor field performance for this device.